Event description:
Subsequent to the initial medwatch report, the following information was received: after starclose se device clip deployment bleeding continued and small hematoma 4-centimeters (not millimeters) developed at the access site. Later in the day, a 6-centimeters (not millimeters) hematoma developed. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. The device was reportedly used for arteriotomy closure in a patient with nickel hypersensitivity. The starclose se instructions for use state under contraindications that the starclose se vascular closure system is contraindicated for the use in patients with hypersensitivity to nickel-titanium. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was achieved using a starclose se device. Reportedly, prior to the angiogram the patient indicated she did not have any allergies. After starclose se device clip deployment bleeding continued and a small hematoma 4-millimeter developed at the access site. Manual arterial compression was applied to express the hematoma and achieve hemostasis. Later in the day, a 6-millimeter hematoma developed. An ultrasound was used to identify a pseudoaneurysm that was treated by applying a mechanical compression device to the site overnight. Hospitalization was extended by one day for observation. During clinical follow-up the patient informed the physician that after reading the after-care pamphlet she is allergic to nickel. The patient remains asymptomatic. The physician is not planning any treatment, but has chosen to monitor the patient for any signs or symptoms of an allergic reaction to nickel. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.